Event description:
A customer contacted baxter china regarding a transfer set that would not stop the flow of liquid, even after the clamp was closed. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause was not determined. One used set was received for evaluation with a cap on the dark blue connector and no cap on the patient connector. Functionally, the set was hand tightened with a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Functionally, the set was tested underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.